Manufacturer narrative:
Qn#: (B)(4).

Event description:
The complaint is reported as: the catheter was found to be kinked one day after insertion. The device was replaced. No patient injury or complication reported. The patient's condition is reported to be fine.

Manufacturer narrative:
Qn#(B)(4). The customer returned one catheterization device for evaluation. The catheter contained significant signs of use in the form of biological material. Visual examination of the catheter did not reveal any distinct bends or kinks. The total length of the catheter measured 2.59843. Which is within specifications of 2.565-2.605 per catheter product drawing. The returned guide wire was able to pass through the catheter with minimal resistance. The catheter was able to be flushed with no blockages detected. The distal end was then clamped, and the catheter was pressurized using a water-filled syringe. No leaks were detected. A device history record review was performed, with no relevant findings. The product drawing of the catheter was reviewed, as part of this complaint investigation. The instructions for use (IFU) provided with this kit warns the user, "care should be exercised that indwelling catheter is not inadvertently kinked at hub area when securing catheter to patient. Kinking may weaken wall of catheter and cause a fraying or fatigue of material. Leading to possible separation of the catheter. Precaution: do not suture directly to outside diameter of catheter body to minimize the risk of damaging the catheter or adversely affecting monitoring capabilities". The customer report of a damaged catheter could not be confirmed, by complaint investigation of the returned sample. The catheter appeared as expected and passed all relevant functional testing. No problem was found. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
The complaint is reported as: the catheter was found to be kinked, one day after insertion. The device was replaced. No patient injury or complication reported. The patient's condition is reported to be fine.